Event description:
It was reported that one day after implantation the lead exhibited high impedance and there was exit block. Repositioning failed due to inability to insert a guidewire. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.